Manufacturer narrative:
The instructions for use are provided to the clinic and patient includes the following: warnings: do not use the zio® xt patch on patients with known allergic reaction to adhesives or hydrogels or family history of adhesive. Skin allergies. Precautions patients with sensitive skin or known skin conditions should use the zio® xt patch with caution. If irritation such as redness, severe itching or allergic symptoms (i.e. Hives) develop, instruct patients to remove the zio® xt patch immediately.

Event description:
The patent wore the device for approximately 1 day and presented with probable irritant contact dermatitis. Additional information received on 12/4/2015 confirmed that the patient was prescribed an antibiotic for treatment.